Manufacturer narrative:
Additional information received: it was confirmed that no damage was reported on the device packaging. The delivery system was fully inspected prior to use, and the deployment steps were followed in accordance with the instructions for use (IFU) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis 6 still images were received for analysis. Images depict a valiant delivery system held in a gloved hand. A break is evident to the rear handle. Product analysis device was received for analysis with the external slider in the home position and the tip capture handle retracted. A break was evident to the proximal handle immediately distal to the tip capture handle. Deformation was evident to the handle at the break site. A kink was evident to the distal section of the inner member. No other deformation evident to the remainder of the device. The reported fracture could be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure for the treatment of a dissection using a stent graft vamf3434c150te captivia, the delivery system handle broke while attempting to deploy the freeflow stents. It was noted that when the handle broke, the freeflow stents were released. No excessive force was applied, and the physician was experienced in implanting this type of stent graft. The event was attributed to manufacturing defects, according to the physician. The stent graft was successfully implanted, and the issue was resolved.

Manufacturer narrative:
Additional information received; the patient is doing well and was discharged following successful completion of the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis 6 still images were received for analysis. Images depict a valiant delivery system held in a gloved hand. A break is evident to the rear handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.